Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions), h10. It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a issue of internal communication failure when it was turned on. There was no patient involvement. A getinge field service engineer (fse) evaluated the unit and after restarting the machine reported that the simulator was in use, please disconnect the simulator. The patient cable was connected. The hospital equipment department engineer disconnected the ECG cable, reorganized the cable installation, and after restarting, the alarm was eliminated. The phenomenon inspection failed to reproduce the fault. Checking the log, the machine reported fault codes 40, 108, and 2 on the fault date. To query the code, you need to reinstall the printer, reorganize the cable or the front panel fault. After reinstalling the printer, use the simulator to connect the balloon for testing. The machine is normal and the fault cannot be reproduced. The machine has passed all inspections required by the factory. The machine has been delivered to the customer and can be used in clinical practice.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. E1: full name of event site - (B)(6). Event site telephone number- (B)(6).

Event description:
It was reported that , before use cardiosave intra-aortic balloon pump (iabp), had an internal communication failure when it was turned on. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).